Event description:
N/a.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse determined that the executive processor board needs to be replaced. The order process takes about 2 months. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) cannot be turned on and has long beep alarm. There was no patient involvement, and no adverse event reported.